Manufacturer narrative:
Units were received from the field for eval. Another handpiece was received where the lot number was unavailable. Refer to eval # (B)(4) - primed and cut properly. Could not verify malfunction. Unk hp - primed and cut properly. Could not verify malfunction. "Customer did not know lot number. The DHR for microtip lot 23913-01 was reviewed and showed that the units met mfg specs when released and there were no issues related to the complaint. (B)(4).

Event description:
Fluid path blocked (dr. (B)(6)).